Event description:
It was reported that the patient experienced itching at the implantable pulse generator (ipg) site. The physician advised the patient to apply an over-the-counter cortisone cream to the area where the ipg was implanted. Additional information was received that patients itching was alleviated by the cortisone cream.

Event description:
It was reported that the patient experienced itching at the implantable pulse generator (ipg) site. The physician advised the patient to apply an over-the-counter cortisone cream to the area where the ipg was implanted.